Manufacturer narrative:
Article citation: elliot, robert, a. Morsi, a. Silverberg, c. Carlson, e. Geller, o. Devinsky, and w. Doyle. "Changes in efficacy of vagus nerve stimulation (vns) over time: review of 65 consecutive patients with treatment-resistant epilepsy treated with vns > 10 years."

Event description:
It was reported through a scientific article that a vns patient died. The article did not contain further information regarding the patient's death or relationship to vns. Good faith attempts to obtain additional information have been unsuccessful to date.